Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. The surgeon's consultation with expert opinion md (eomd) suggested that corneal edema was not likely device related. Blurred vision and corneal edema are listed in the device labeling as potential adverse events. Manufacturer reference#: (B)(4).

Event description:
A patient underwent hydrus microstent implantation on an unknown date. On post-operative day 1, va was 20/30 and iop was 11 mmhg. Vision subsequently became blurry and was hand-motion on post-operative day 4 with diffuse stromal edema and minimal anterior chamber cells. Iop was well-controlled, no fibrin was evident, and a retinal consultation ruled out endophthalmitis and toxic anterior segment syndrome. After a 2-3 week course of topical steroid treatment, the cornea cleared and vision was 20/20 with well-controlled unmedicated iop.